Manufacturer narrative:
Initial.

Event description:
It was reported that a user posted on social media that their pump required two hard resets and that they experienced multiple episodes of severe hypoglycemia with blood glucose readings reported in the 20s, with no associated alerts or alarms noted. Symptoms included severe hypoglycemia. Outcomes included the need for medical attention. Investigation included a review of available complaint details and an attempt to verify information, which could not be completed via social media. Investigation of this case revealed an adverse event with unclear cause and an unconfirmed device performance issue related to pump function, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.